Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device become available or further information be received, a follow-up report will then be issued.

Event description:
Alleges trying to get up a curb, the device tipped over, throwing customer out, and device landed on top of customer.

Manufacturer narrative:
Customer states in middle of lawsuit regarding curb cut, nothing to do with device.

Event description:
Alleges trying to get up a curb, the device tipped over, throwing customer out, and device landed on top of customer.